Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Event description:
The MFR received information alleging a discrepancy between a ventilator's set volume and the actual volume that was delivered. The device was not in pt use.